Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 1/4/2021. The investigation summary was completed on 1/6/2021. An analysis was performed on the picture that was provided by the customer. A picture showing the sheath handle was received for analysis. However, it is not clear to be able to determine a failure. The photo does not provide sufficient information related to the reported event and therefore, no result can be obtained from it. The customer complaint cannot be confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. A visual inspection was performed on the returned device and the hemostatic valve was found dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheaths valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo" 8.5f bi-directional guiding sheath - medium and the biosense webster inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that when prepping the sheath, they were unable to push any fluids into the side port. It was not flushing properly. The white valve was occluding the advancement of the fluid. The sheath was partially blocked for fluid but completely blocked for the dilator or any catheter. The sheath was replaced and the issue was resolved. The obstructed sheath issue was assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 1/5/2021 that the hemostatic valve was dislodged inside the hub of the device. The issue was assessed as a MDR reportable hemostatic valve separation issue. The awareness date for this biosense webster, inc. Product analysis lab reportable finding is 1/5/2021.